Event description:
It was reported the patient was not able to adjust stimulation and had no stimulation sensation. When the patient pressed the ins on button, only the top and bottom light came and the middle ipg light did not come on at all. The patient also reported that every button she pressed, the 9v light appeared. When she tried to increase stimulation, she did not feel stimulation nor does she hear confirmation beep that she normally hears. The patient was scheduled for surgery on (B) (6) 2010 to correct the problem.

Manufacturer narrative:
(B) (4).